Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident on july 16, 1997. Approximately five months post procedure the pt was reassessed for symptoms of vaginal erosion, discharge and pain. The sling was removed without incident. Cultures were negative for infection. Follow up indicated no risk factors were known at the time of the original procedure, however, the pt was recently diagnosed with diabetes. Although co cannot determine the exact cause for this event, the pt's pre-existing condition may have been a contributing factor. The directions for use state" "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."